Event description:
Surgeon was doing a laparoscopic salpingectomy using a harmonic scalpel. At the start of the case the instrument kept failing. The jaws of the instrument were examined and it was noted that the jaws were melted, burned and frayed. There was no adverse outcome to the pt.